Event description:
The customer reported via phone call that inserting a sensor caused her to bleed a lot. Customer reported that blood pooled at the top of the sensor. The customer reported having a blood glucose level over 450 mg/dl the night before the call, which was treated with the insulin pump. Blood glucose level after the correction bolus was 252 mg/dl. Blood glucose level at the time of the call was 178 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.